Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. No excessive no delivery alarm and no motor error alarm noted during our testing. The motor was tested outside of the device and passed. Unit passed displacement test, rewind and basic occlusion test. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked reservoir tube, cracked case at the reservoir tube window corner, cracked battery tube threads and missing the end cap sticker.